Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xact 8sx30x136. Other: bivalirudin. Embolic protection: emboshield nav6. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional stenting procedure in a 90% stenosed, mildly calcified lesion in the left internal carotid artery, the xact 8-6 x 40 stent jumped during deployment and only partially covered the target lesion. Another xact 8 x 30 was deployed to successfully cover the lesion. There was no reported clinically significant delay in the procedure or adverse patient sequela. There was no additional information provided.